Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that post an eviva breast biopsy procedure on (B)(6) 2026, the user was unable to "get the introducer off." The user further reports that the physician "pulled the whole thing off and the introducer was coiled to about an inch at the base of it." No patient harm was reported, and the procedure was successfully completed with the same device.